Event description:
It was reported that in a revision surgery tkr, the patella implant was loose. It was explanted a 26mm resurfacing patella and revised with a 23mm biconvex patella. The surgeon attributed the reason for revision to patient heavyweight (very high bmi). Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: it was reported that in a revision surgery tkr, the patella was loose. It was explanted a 26mm resurfacing patella and revised with a 23mm biconvex patella. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device batch information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The surgeon attributed the reason for revision to patient heavyweight (very high bmi). Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.